Manufacturer narrative:
This lead is not expected for return. If the product is returned, analysis will be performed and this report would be updated at that time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during an implant procedure difficulty presented in placing the right tined atrial lead. The measurements when placed presented low potential of the atrium at 0.3mv and high threshold at 50v/ 0.5ms. The lead was exchanged for a screw in lead model and was repositioned. The measurements with the new lead were within range and the operation was completed successfully. No adverse health outcomes were reported. This lead was indicated to not be available for return.